Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "rapid gas loss" alarm. The patient was switched to another iabp (cs100) and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative verified entries in the alarm log. However, he was unable to duplicate the reported problem. Note that a rapid gas loss alarm can be caused by a loose external connection; however, there is no information to confirm that there was an improper external connection at the time of the event. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).